Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: cracked case on the battery tube side. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 47 mg/dl at the time of incident and current blood glucose value was 229 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the buttons were not responding. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated the buttons were responding now. The insulin pump will not be returned for analysis.